Event description:
It was reported that the balloon ruptured. The lesion being treated was located in the superior femoral artery. The physician advanced a offroad reentry system to the target lesion. The balloon catheter was empty of air and the lancet and guide wire were placed, then the physician began inflating the balloon. However, the physician was unable to see the balloon and began inflating and deflating the balloon a number of times. Upon inspection noted that the balloon had ruptured. The device was successfully removed. The physician then began to advance another of the same device but the second device unable to reenter the true lumen and the procedure was ended. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).